Event description:
On july 3rd, 2009, our intn'l affiliate was notified of a complaint from a customer reporting that their dialyzers, product code r5m6405, lot number 07e10p, caused a patient to react. The patient experienced hives and pruritis after two hours of treatment with the xenium dialyzer, and was given benadryl intravenously. The patient was then switched to a f-80 dialyzer on their next dialysis treatment and experienced the same symptoms. When switched to a rexeed dialyzer the patient was fine.

Manufacturer narrative:
The sample is not available for evaluation.

Manufacturer narrative:
The initial report, august 10, 2009, as the date which baxter became aware of this event. Additional information: the batch review was performed by the supplier, but no abnormalities were found for the concerned lot number.